Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 30 mg/dl, cause was unknown. Reportedly, the customer lost consciousness and was transported by ambulance to the emergency room (ER) where the customer was treated intravenously with saline fluids. Customer was released from ER the same day with issue resolved.